Event description:
The customer reported that about twos months ago while in condo complex driving on sidewalk, he was about to make u-turn and the scooter tipped over on right side causing a laceration of right elbow, and a laceration on top of right hand between index finger and thumb. No stitches required, was attended by a neighbor that is a nurse. Still has a hole in skin on hand and wrist about the size of a silver dollar, scab still on skin.